Event description:
The balloon of the mynx control vascular closure device (vcd) ruptured. Both button 1 and 2 were not pressed. There was no patient injury. The vcd is available for analysis.

Manufacturer narrative:
Additional information to include phone number:(B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use in patient, the balloon of the mynx control vascular closure device (vcd) ruptured. Both button 1 and 2 were not pressed. There was no patient injury. Manual compression was used to achieve hemostasis. The device storage temperature did not exceed 25 °c. The mynx vcd prepped according to instructions for use (IFU) instructions. The vcd is available for analysis.

Manufacturer narrative:
During use in the patient, the balloon of the mynx control vascular closure device (vcd) ruptured. Both button 1 and 2 were not pressed. There was no patient injury. Manual compression was used to achieve hemostasis. The device storage temperature did not exceed 25 °c. The mynx vcd prepped according to instructions for use (IFU). The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock closed. The sealant remained in the manufacturing position. The syringe and procedure sheath were not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, a micro tear in the balloon of the returned device was revealed. A product history record (phr) review of lot f2129103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.